Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was checked because he suddenly stopped hearing with the device. Re-implantation has been suggested.

Event description:
The user's device was checked because he suddenly stopped hearing with it.

Manufacturer narrative:
Conclusion: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Explantation surgery is considered but no date has been scheduled yet. This is a final report.